Manufacturer narrative:
(B)(4). The device was manufactured from november 24, 2014 to november 26, 2014. The device was received for evaluation. Visual inspection revealed a white particle, approximately 1.46 millimeters in length, floating in the fluid of the bladder. Fourier transform infrared spectroscopy identified the particle to be acrylic material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter inside the balloon. This was identified during or after filling with colistimethate and before patient use. There was no patient involvement. No additional information is available.